Event description:
It is reported that the device was implanted in 2000. The device was revised in 2007, due to oesteolysis and wear.

Manufacturer narrative:
This report will be amended when our investigation is completed.